Event description:
A customer reported an issue with a minimum fill notification on their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) guided the caller through using an alcohol wipe to clean the pump's pneumatic area, but the problem persisted. Subsequently, when customer support associates (csa) followed up, the customer successfully loaded a cartridge from a different box and resumed insulin use. Csa advised the customer to retain the cartridges and initiated the process to send replacements to maintain satisfaction and cover insulin waste costs. No further action was required.